Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedance measurements above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and noted noise oversensing present. Ts advised on programming enhancements and x-ray examination to confirm proper lead insertion. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedance measurements above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and noted noise oversensing present. Ts advised on programming enhancements and x-ray examination to confirm proper lead insertion. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the cause of the observations was a lead dislodgement. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned complete. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 315 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Analysis concluded that the clinical observations of high pacing impedances and noise oversensing were likely caused by the confirmed fracture.

Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedance measurements above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and noted noise oversensing present. Ts advised on programming enhancements and x-ray examination to confirm proper lead insertion. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the cause of the observations was a lead dislodgement. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.